Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power loss alarm. The customer's blood glucose was 23 mmol/l at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during testing or in the pump trace download.